Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. However the fse, found ¿leak in circuit¿ alarm in the diagnostic logs. The fse performed iabp diagnostics. The unit passed all functional and safety test according to factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated an "air leak" alarm. There was no patient harm and no adverse event was reported.